Manufacturer narrative:
(B)(4). Evaluation, results: (fever, vessel occlusion), (heparin). Results/conclusions: (ruptured aneurysm prior to stent graft placement, short iliac arteries and allergic reaction to heparin). (Treatment of a ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the common iliac arteries were very short bilaterally in length. During the implant an attempt was made to exclude the aaa without coiling and covering the hypogastric arteries on either side. Due to short length on the left (contra) iliac, the physician was unable to obtain a good distal seal, resulting in a distal type I endoleak. The physician elected to coil the internal iliac artery and extend into the left external iliac artery. A distal type I endoleak was also seen on the right side which was treated with an iliac extension. It was reported that the pt had a fever post-implant which was thought to be post-implant syndrome. No intervention was done at that time. Seven days later, the pt was found to have no foot pulses; the entire stent graft had thrombosed from the renal arteries down to the iliac arteries bilaterally. At that time, the thrombosis was attributed to a possible infection or mycotic aneurysm and the decision was made to immediately convert the pt during open repair. The aortic body and suprarenal stent was left in the pt and sewn to the conversion graft, and the iliac limbs were explanted and returned for evaluation. Lab cultures obtained after the successful conversion confirmed that there was no infection, and that the stent graft occlusion was likely attributed to the patient's allergic reaction to heparin (hipa). No add'l clinical sequelae were reported and the pt is fine. (Ref MFR# 2953200-2011-00619, 2953200-2011-00620, 2953200-2011-00622, and 2953200-2011-00623). From the examination of the returned devices, no stent graft integrity issues were seen and no other cause of the occlusion could be confirmed. The stent graft ipsilateral and contra limbs were returned in 3 transected sections; both limbs were found completely occluded. The proximal ends of the contra limb and both contralateral extensions were observed to be overlapping at the bifurcate gate. The bifurcate aortic body and suprarenal stent, noted to be firmly attached to the aortic vessel, were not returned thereby limiting the extent of the evaluation. The devices were verified to have met all endurant MFR specifications prior to shipping.